Event description:
The angiosculpt device was used to treat a severely calcified mid sfa. During advancement, resistance was noted, but the balloon was inflated with no issues. During removal, resistance was noted again, but this time the device got stuck in the anatomy. Mild degree of force was applied and was able to be removed as a system. Upon removal, the scoring element detached from the balloon; however, it was confirmed that no device fragment was retained inside the patient. A standard balloon was used to complete the procedure. The patient is stable and recovering well, with no injury reported. Photo obtained shows a segment of the scoring element detached, exposing a sharp edge. This product problem is being reported due the sharp edge observed. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Block a: the patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block h3: the angiosculpt device was discarded by the facility, thus no returned product investigation was performed. Based on the complaint details, the scoring element got stuck in the anatomy, which required some degree of force for removal. This likely resulted in the detached scoring element, exposing a sharp edge. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.